Event description:
It was initially reported the implantable neurostimulator (ins) had stopped working in august as the patient was unable to recharge due to personal reasons. The patient had no stimulation sensation. Additional information was received that reported there were telemetry issues. An implantable neurostimulator (ins) overdischarge was suspected. One physician mode recharge (pmr) was attempted but it was not able to start normal recharging. The patient had not used the device since june. It was noted the patient had not felt stimulation for 6-12 months. Two days later it was reported another pmr was performed that was not successful. The patient was scheduled to have a battery replacement performed on (B)(6) 2013. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient's ins replacement was successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the last time the patient fully recharged was (B)(6) 2012.it was stated the battery "won't charge any more." It was reported the clinician programmer and patient programmer could not connect.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had difficulty recharging because the ins was in her buttock area. It was stated the sire was "super sensitive" and "really, really low" when the patient was sitting on it. It was stated the placement was "not a good spot."